Event description:
It was reported that while testing with the bd veritor ¿ at-home covid-19 test, a false positive result was obtained. There was no report of patient impact. (B)(4). The following information was provided by the initial reporter: customer stated that she tested positive but feels ok and does not believe the test was accurate.

Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
After further evaluation, the previous MFR report #1119779-2022-00421 was submitted in error and should be considered canceled. The device performed as intended.

Event description:
It was reported that while testing with the bd veritor ¿ at-home covid-19 test, a false positive result was obtained. There was no report of patient impact. (B)(4).t he following information was provided by the initial reporter: customer stated that she tested positive but feels ok and does not believe the test was accurate.